Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber was damaged at the tip. The procedure was completed using a second fiber. There was "no damage to the patient."

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap shows signs of a circumferential fracture of glass cap proximal to fiber/cap fusion zone. The fiber proximal to fracture can rotate independently of metal cap. This failure mode is indicative of a fracture beneath the metal cap. The glass cap tip exhibits burnt glue. The metal cap exhibits very mild detritus. The glue has heated to the point of burning causing the glass cap/fiber to become loose within the metal cap. The fiber has slightly pushed forward in metal cap and rotated off center. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on the analysis above, the potential for forward firing may exist. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.